Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 493 mg/dl at the time of incident and current blood glucose level was 592 mg/dl and down to 427 mg/dl. Customer was treated with insulin shot syringe. Customer does not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer not using auto mode. Customer was not performed high pressure test as well as performed self test and the test passed. The device will not be returned for analysis.